Manufacturer narrative:
The power manager module was replaced and returned.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) battery was not charging. The hlm was used for the remainder of the case without battery backup. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manufacturer's subsidiary, the team spoke with the manufacturer's technical support specialist for troubleshooting. The team replaced the battery, but a question mark appeared on the battery symbol and the power manager board option disappeared from the screen. The team attempted to resolve the issue by replacing the power manager module with one from another hlm. The power manager option reappeared on the screen, but the battery still did not charge. The team also attempted to update the software using universal serial bus (usb) drive, but the update option did not appear. Per the manufacturer's clinical support specialist, the power manager module was missing from the service and diagnostic screen as it should be the second item after the local area network/interface board (lan/if). It seems like the central control monitor (ccm) is not able to obtain the operating status. The question mark that appears on the battery icon indicates that there is an issue with the power manager software. Since the power manager is not accessible to perform a software update, the power manager will need to be replaced.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis the product surveillance technician (pst0 connected the power manage board (pmb) to a lab use only (luo) testing platter. The suspect pmb was put on the platter and the led turned red. The batteries were discharged for 15 minutes, where it was then recharged. The charger was reading 0, however the led was still red, and the battery voltage was reading 27.5 volts (v). The software on the pmb was upgraded to version 1.8 and the issue remained. The pmb would not switch to float mode and stayed in trickle charge. It was determined that the pmb did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.